Event description:
It was reported that both the leads exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found proximal insulation abrasion at 16.5 cm from the connector pin due to friction with the pacemaker can.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.